Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a consumer with an implantable neurostimulator (ins). The caller indicated the patient had a lead revision sometime before he was working in the area. The caller stated the patient had recently had a fall that lead to a lead revision, they moved the system to the contralateral side. No further complications were reported or anticipated.